Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.

Event description:
The patient underwent the surgery with t2 scn. After surgery, the patient felt the pain at the condylar screw. The patient was revised to remove the condylar screw. This case was acquired from the central (B)(6) journal of orthopaedic surgery & traumatology (case 8).